Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. Results as follows: date: (not given), inratio inr: 7.5, lab inr: 4.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 7.5, ref: 4.0, mean: 5.75. Calculated mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. No strip lot information was provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Since no strip lot information was available and no product associated with the complaint was expected to be returned, further investigation could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.